Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had logged into the station and pulled the affected patient; it was registered under a different visit ID. A technical support specialist dialed into the server, and there was no disconnected flag. Three patient orders were shown on pes with the visit ID provided by the customer. The user was advised to delete the other profiles, and they agreed. The user was also advised to refer the adt team to resend the order. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue where the patient and order were not crossing. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.